Event description:
It was reported that a home patient (hp) experienced a breach in aseptic technique. The hp did not used a minicap on the transfer set. The patient was treated with unspecified antibiotics to prevent infection. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned for analysis and the lot number is unknown; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.